Event description:
It was reported that during a meniscus repair procedure, when the deployment knobs of two (2) fast-fix flex were depressed, the t2 could not be flipped. The t2 were not anchored secured and came off the meniscus. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in pret1 position with the white depth guides removed. A cut suture string and a suture string with t1 removed and t2 in place were returned. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.